Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The lead was capped and replaced to resolved the event. Rv lead damage was revealed via diagnostic imaging during the lead replacement procedure. The patient experienced no adverse consequences.